Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the leads exhibited difficulty inserting into the pulse generator ports. A device was not used and replaced successfully. The patient experienced no adverse consequences.